Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 499 mg/dl. The customer was admitted to the hospital. The customer was experiencing of symptoms of tight head, a squeezing sensation and chest. The customer cause of emergency room visit was uncontrolled blood sugar and hyperglycemia. The customer was stabilized on fluids and discharged. Customer was wearing the pump at the time of emergency room visit. The customer was able to perform high pressure test and it failed. The customer was advised the will need to be replaced. The customer was advised to revert to backup plan until replacement arrives.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.